Event description:
The IV extension tubing was leaking at the stopcock- this has occurred several times within the past week. Ref # mx4439. Bd maxguard extension set with @ needlelessy-sites and 4-way stopcock. Ref- mx4439. Bd max guard, mx4439 lot # 23109002, expiration: 09/30/2028.